Event description:
It was reported that  the patient was getting numerous error codes on the patient programmer. The patient met with neurology today and the rep checked the patient's device. They were getting code 1098 regularly on the handset. There was high impedance value R side 10a. The patient also saw messages with codes 1703 and 804. Agent reviewed the meaning of the codes.  Patient reported on Saturday morning they went to turn it up a little bit and got service code: 1703: Out of Range, contact your clinician, the neuro stimulator is providing less than the requested therapy and every time they try to use their equipment the same message comes up. Patient said they contacted their doctor this morning and the doctor told them to call manufacturer. Reviewed the meaning of the 1703 message and redirected to their doctor to further address the issue. patient said on Saturday and Sunday they would get little weird zingers and then all of a sudden they felt something in their arm, their thumb and it went away after a bit. Patient also said it seems like their shaking got worse, especially on their left hand. Patient confirmed they have not had any falls or traumas, other medical tests or procedures. Worked with patient to synch with their implant but when tried to increase got the service code 1098. Worked with patient who was successful to decrease stim to a comfortable level. Patient said now that it's back on and turned down it seems like they can feel their lips better but the shaking is still there. Reviewed some OOR information. Redirect to doctor. The issue was not resolved through troubleshooting.  Patient said they had an appointment with their doctor on July 1st and it was after that they were successful to increase and had used 2.8 one time. Prior to that they weren't able to make any changes. .

Manufacturer narrative:
B3: Date is approximate. Month and year are confirmed valid. Continuation of D10: Product ID A620 (Serial: UNKNOWN); Product Type: 0216-SOFTWARE; Implant Date N/A; Explant Date N/A. Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.